Event description:
During a total abdominal hysterectomy and bilateral salpingo-oophorectomy the vicryl had 2 needles pop off. One lodged in the pt and needed x-rays to locate and retrieve. Pt tolerated, but had a long delay in surgery/anesthesia time.